Event description:
Immucor gamma screen cell, lot #19190 - exp. 06/07/07 had questionable n typing. The screen would be m+n+ rather than the expected m+n- and all testing performed with this lot number between 06/22/2006 and 06/26/2006 had anti-m excluded on a heterozygous cell (m+n+) rather than (m+n-)a homozygous cell. Since anti-m is not a clinically significant antibody, the test results were acceptable using the heterozygous cell. However the screen cell is not performing as the manufacturer intended.